Event description:
It was reported that an 80-year-old male patient (65 kg) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered transient heart block and developed atrial fibrillation. About two hours after the procedure was started, when conducting ablation in an area near the base of the left ventricular septum with thermocool® smart touch® sf bi-directional navigation catheter, av block occurred for seven seconds. Then conduction was restored immediately, the issue was judged to be transient, the procedure was completed without any problems. The physician's opinions on the relationship between the event and the product is that they had no choice because it originated close to the conduction system of the left ventricle, but they think it will be ok. Past medical history/treatment history/other diseases currently being treated includes atrial fibrillation that occurred concurrently and is planned to be treated in the future. Contents and results of laboratory tests showed that there was no thrombus in the left atrial appendage and no pericardial effusion. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to patient condition. No intervention was provided. The patient outcome of the adverse event is recovered. A smartablate generator was used in the event. Atrial fibrillation will be conservatively coded as it was reported to have occurred concurrently. Additional information has been requested regarding statement that af that occurred concurrently and is planned to be treated in the future. Should additional information become available this complaint will be reassessed accordingly.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 26-july-2022 providing clarification which was requested for the statement of, ¿af that occurred concurrently and is planned to be treated in the future.¿ the response stated, "there was no af occurred in the procedure." Additional information was received on 01-aug-2022. The patient did not require extended hospitalization because of the adverse event. Relevant tests/laboratory data: no left atrial appendage thrombus, no pericardial effusion. In addition, the physician information was provided. Therefore, updated e. Initial reporter section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 21-jul-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30754282l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 21-jul-2022 a correction was noted to the 3500a initial. Under h10. Additional manufacturer narrative it was reported in error that the , ¿manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿ a lot # was provided and was documented in the 3500a initial.